Manufacturer narrative:
Product ID: 8781 lot# serial# (B)(4) implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4) product type programmer, patient (B)(4).

Event description:
It was reported, the patient¿s pump and catheter were explanted due to infection. The patient was admitted to the hospital on (B)(6) 2013 for exploratory surgery to take place on the following day. At the surgical intervention, the healthcare provider (hcp) found fluid in the pump pocket and determined the best course of action would be to remove the entire system. The infection was noted at the device pocket and symptoms included drainage and incisional wound opening. It was later reported the patient was to be seen by the hcp on (B)(6) 2013, and the hcp indicated that the patient was healing fine, and only requiring medication for pain. The pump was used to deliver morphine.